Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately two weeks post implant the right atrial (ra) lead perforated the pericardium causing bleeding. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.